Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed lesion was located in the severely tortuous shunt. The physician advanced a 5.0mmx40mmx40cm sterling balloon to dilate the lesion. The sterling balloon was inflated to 10atms. On the second inflation the balloon ruptured at 14atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).